Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: a2, a3, a4, a5, b5 g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation results, the generator board was identified as the cause of the e433 error. The e433 error is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Event description:
The doctor reportedly decided to cancel the transurethral resection in saline procedure. There was no delay. There was no unexpected bleeding. No additional anesthesia to the patient. Patient is healthy; there was no adverse outcome to the patient. The intended procedure was rescheduled and completed in (B)(6) 2021. No troubleshooting was performed. The generator settings were saline 200 cut/ 120 coag. The device was inspected before use with no abnormalities observed.

Manufacturer narrative:
The referenced unit was returned with the footswitch to the service center for evaluation. The reported error e433, unit restarts immediately was confirmed and was determined to be due to a defective generator board. The footswitch (wb502402w) tested appropriately. There was minor cosmetic wear from scratches on the external top cover and customer engraved numbers on the housing and footswitch. Additionally, error e006 was found recorded in the error log multiple times, but could not be duplicated during testing. The unit is pending repair. A review of the repair history shows no previous repair records; the device was purchased on (B)(6) 2018.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
At the beginning of a transurethral resection in saline procedure, the high frequency electro-surgical generator presented an e433 error and unit restarts immediately. No devices were replaced and the intended procedure could not be completed. No death, serious injury or adverse outcome to the patient was reported.